Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue. A cine of the procedure was received and reviewed by an abbott clinical specialist stating, 'the provided media video is that of a guidewire failing to advance down the vessel and later of the guidewire tip separated and embedded in the vessel wall. Approximately 1/3 of the guidewire¿s distal radiopaque tip separated from the remainder of the guidewire. The probable cause of the event is that the distal tip of the guidewire became embedded in the vessel and upon retraction of the wire the distal guidewire tip separated. Based on the reported information and cine review, it is likely that during advancement, the guide wire became embedded in the vessel resulting in the failure to advance and difficulty to remove. Manipulation of the guide wire against resistance during retraction ultimately resulted in the tip separation. The separated portion of the guide wire was embedded in the vessel with an unspecified stent. The investigation determined the reported failure to advance, difficulty to remove, tip separation and reported treatment appear to be related to case circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an infiltrac plus guide wire faced resistance with the anatomy during advancement and removal. The guide wire tip separated, and the separated portion was embedded with an unspecified stent. An unspecified guide wire was used to successfully complete the procedure. The patient is fine. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.